Manufacturer narrative:
The account has returned 1 syn310.21 drill bit with its tip detached. No packaging was returned. No contaminants were present consistent with patient contact. No indication of metal fatigue such as pitting or rusting were found at the site of the break. The root cause for the break could not be determined, and may have been due to damage during or after shipping to the field.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was not reviewed as no lot number was reported.

Event description:
It was reported that the device broke off. No patient harm or consequences was reported. Additional information was requested, but no additional information was received.